Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1005 indicative an open circuit condition detected during shock delivery. Furthermore, it exhibited high out of range shock lead impedance measurements on the right ventricular channel. The plan is to perform a lead revision in the near future, in the meantime, it was decided to maintain the patient on external defibrillator support. This device remains in service. No further adverse patient effects were reported.